Event description:
While an olympus field service engineer (fse) was on-site at the facility performing routine product maintenance, he discovered that the visera elite ii video system center's front panel was malfunctioning. According to the initial reporter, the display was not coming on at all. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the indicated phenomenon occurred due to a failure of the circuit board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Updated: d9, g2, h3, h10 the device was received for evaluation and it was found found that the display was not working intermittently. - power switch green light and all led on the front panel were glowing and there was no display on the touch screen of otv-s300, however, the color bar was coming on the monitor. - there is no image of the connected camera head monitor, only a color bar appears. - this problem was not regular, it comes intermittently when restarting the power on the otv-s300. - this was due to the failure of the cp board. - there were no oxidation marks and liquid seepage marks on the cp board. - cp board may be faulty due to a part quality problem. If additional / applicable information is received, a supplemental report will be provided.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4)..